Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 8 of 14 mdrs filed for the same event (reference 1825034-2015-04698 / 04699 / 04701 / 04703 / 04704 / 04705 / 04706 / 04708 / 04710 / 04711 / 04712 / 04714 / 04715 / 04716).

Event description:
The patient underwent a right total hip arthroplasty on an unknown date utilizing competitor products. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. Subsequently, patient underwent a second revision on (B)(6) 2015 due to infection. All components were removed and replaced with spacer molds. No further information has been provided.